Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received inappropriate therapy due to lead noise. High pacing lead impedance and insulation anomaly was also observed. The lead was capped and replaced.